Event description:
A pin hole leak was discovered during preparation for a percutaneous tranluminal angioplasty of a shunt. Another balloon catheter was used to successfully complete the procedure without pt complications. This device has not been returned for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressure for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plague or calcification. However, without evaluating the product co cannot determine the exact cause for this event.